Event description:
A caller reported multiple intermittent occlusion alarms, but customer technical support (cts) could not verify the alarm number in the pump's history. The occlusion event did not cause the customer's blood glucose level to exceed 500 mg/dl or trigger the cgm to read "high," indicating no adverse impact on the customer's blood glucose level. The customer changed infusion set and cartridge to resolve the issue.